Event description:
It was reported that during a ptci procedure, the guide wire was inserted across the lesion in the proximal lad lesion. Reportedly, during advancement of two angioplasty balloons, there was difficulty maintaining guide wire placement. Another company's stent was deployed and a dissection was noted in the lad. After an unsuccessful attempt to treat the dissection, the guide catheter and guide wire were pulled out. Reportedly, the distal tip of the guide wire got caught on the deployed stent and fractured leaving the distal tip in the stent. The pt then experienced hypotension and was rushed to emergency surgery to repair the dissection and bypass the lad and cx. The pt was discharged in stable condition.